Event description:
It was reported that the subject programmer does not boot and just displays the sorin screen. It never displays the interrogate screen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject programmer does not boot and just displays the sorin screen. It never displays the interrogate screen.